Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
General report rec'd of unspecified number of undocumented incidents of air in the syringes of the monitoring kits. It was reported that during pt use, contrast media was drawn from one of the three ports on the manifolds and air was noted in the syringes. The air was noted prior to contrast media injection. The customer contact indicated the syringes were replaced with another MFR's "stand alone" syringes and the procedures were resumed. The customer stated that the syringes "do not attach very well to the manifold." It was also reported that one day 15 syringes were discarded. There were no reported adverse effects to any pts and no medical interventions required. Though requested, no additional info provided.